Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) for the reported lot number (02e0900236) was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. No non conformance reports were originated for the reported lot number that can be associated to the complaint reported. For catalog # 780-15 the assembly process and manufacturing procedure were reviewed and no findings that can potentially relate to the reported issue were found. The customer complaint was not confirmed due to the lack of the product sample to perform a proper investigation and determine the root cause. However, based on similar complaints the root cause could be related with the crack on the pressure port cap (p/n mp-0514) but it is necessary to receive the physical sample to confirm the root cause. For corrective and preventive actions a CAPA (B)(4) was implemented.

Event description:
The complaint was reported as: the customer alleges that the cap on the pressure line, by the patient wye, is cracked and fails the sst on the 840 ventilator. This issue detected prior to patient use. No report of patient injury.